Manufacturer narrative:
(B)(4) (B)(6). This device is not cleared for distribution or marketed in the us, but is similar to taperloc hip system (k050441, jdi). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study (B)(6) the patient experienced pain and difficulty in performing activities 6 months and 3 years post a tha procedure. Attempts have been made and no further information has been made available.